Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately nine years ago. Aneurysm morphology from the time of implant is unknown. It was reported that during a routine follow-up the CT scan showed that the patient's aneurysm had increased with evidence of an unknown endoleak. The aneurysm is currently 7.5 cm. The CT scan also showed that the bifurcated stent graft had migrated distally about 3 cm; therefore, the decision was made to implant an endurant (B)(4) aortic cuff. It was also noted that the iliac limb stent graft was short from the hypogastric artery, therefore, an endurant iliac stent graft (B)(4) was implanted. The patient will be followed to ensure the aneurysm is not further increasing. The source of the endoleak is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent graft migration, endoleak); lack of information (unknown cause of endoleak). Conclusion: lack of information (unknown cause of endoleak).